Event description:
It was reported that during a vats procedure, both staplers locked up and misfire. It was unknown how the procedure was completed. No additional information was available. There was no patient consequence.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was meant by misfired? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? How was the procedure completed? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Were any of the forces higher or lower than expected (closing or opening)?

Manufacturer narrative:
(B)(4). Additional information: additional information received: one device would not open after firing. The jaws were eventually opened. The device was not on tissue when this occurred. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.